Event description:
Hcp reported there was no patient injury associated with the store security system and the lead breakage. Presently only 2 leads are working for the patient. The plan is to hold off on surgery for as long as possible, but at some point, the leads will need replacement.